Event description:
I took a lancet out of a new box and put in the pen, it didn't fit. I tried another from the same box and it fitted. I tested my blood but then wondered why the first one didn't fit. Checked the rest in the box and there were 4 more lancets that were bigger. I called accu-check (B)(4). They said once the band was broken; they were either used or broken during shipping. But how would I know? I did use the one that fits one time, while on the phone with them, they said "now pull it out" so I did and the red dot was there, that meant it was either broken or used once I did it and then it would not fit on the pen because it got longer. Lancets are short when they fit in the pen. Once they are used, the seal breaks and they are bigger and don't fit in the pen. Then you throw them away. I was afraid because it had never happened before, so that's why I called to ask a question about what had happened. They sent me another box and pen from accu-check and want the other box sent back to them with the messed up ones. Then I won't have any proof of the incident and won't know anything. I didn't mail them back. Their address is roche diagnostics, (B)(4). They said at the dr's office that I should report this to you so I have this on file or copy for proof that I turned in a report on this, in case I get sick from it. If these lancets are contaminated, I don't want to get a disease like (B)(6) or anything else. I still have 9 refills before (B)(6) 2015. I talked to FDA and medwatch; (B)(4).